Event description:
It was reported in a service report that there is no scale display on the footboard. No adverse consequences were alleged.

Manufacturer narrative:
Result: debris was pushing a pin in on the footboard connector.